Event description:
It was reported the internal magnet has migrated and is causing pain to the patient. The implanted device remains.

Manufacturer narrative:
Correction: the internal magnet did not migrate as previously reported. This report is filed november 6, 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.